Event description:
It was reported that the pt experienced inadequate pain relief in the cervical area. It was reported that during an appointment on (B)(6) 2011, the pt was told two to three electrodes were not working. The implanted neurostimulator was reprogrammed, but pain relief in the pt's neck was not as effective as it had been before. No known accident or incident is related to this event. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).